Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her son. The device allegedly gave readings that were 3.7 degrees lower than the patients actual temperature. The child was taken to see a doctor where a fever was confirmed. No adverse event occurred. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.